Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3. Analysis found non-conformances and the recharger was subsequently scrapped. The recharge antenna, at the donut end, got hot after the device was run. As well, the following telemetry failure occurred: no device found message. G2. Foreign: japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal cord herniation. It was reported that there was discoloration of the recharger cord, resulting in unstable charging. There were no known environmental, external, and patient factors that may have caused the event. During the charging trial, it was confirmed that the center value changed greatly when the antenna was fixated as is on the screen and the discoloration part was touched. There is a possibility of a recharger malfunction, so it was responded with an escalation. The issue was not resolved at the time of the report. No health damage was reported. Additional information was received reporting the cause was not determined. The recharger was replaced and the issue was resolved. No new information.